Event description:
It was reported that the pcu had a battery error and error code 120.4540. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the battery error was confirmed and replicated during the investigation. The device was fully evaluated, and the issue is being attributed to a power supply board malfunction. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. The review of the error log of the suspect pcu sn (B)(6) identified an error 120.4540.0 (psp watchdog failure). The error log indicated that there was 17 malfunction between january 15, 2025, and march 31, 2025. The last two malfunctions occurred on march 31st at 8 am. For functional tests, the pcu was turned on and displayed a 'replace battery' warning immediately after, a system error with error code 120.4540 appeared. As a result, the power supply board was replaced with known good power supply board. After replaced the power supply board the pcu turned on normally. A known good laboratory pump module was connected to the suspect pcu sn (B)(6) and was programmed to infuse for 7 hours during which the rate was changed. The infusions were completed as programmed with no errors or interruptions observed during the infusions. Functional testing was performed using the received suspect pcu. Preventive maintenance was performed using asm v12.5. The tasks were observed to have been completed successfully. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause of the reported system error code 120.4540.0 (psp watchdog failure) was found to be a power supply board malfunction.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu had a battery error and error code 120.4540. There was no patient involvement.